Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. It was not returned for evaluation.

Event description:
This report summarizes 1 malfunctioned event which is associated with the device and/or device accessories caught within patient vasculature, tissue, or other devices or device components. Patient information was not confirmed for the event.